Event description:
It was reported via repair work order that the cot can raise while in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.